Event description:
Customer claims that while in use with a patient, the teeth on the side panel does not remain closed. The customer is unsure of which side has the zipper issue. There was no pt injury reported.

Manufacturer narrative:
(B)(4). Zipper damage. Eval: results: - eval for the returned canopy shows that the panel side a window zipper slider body is open. There is other damage to the canopy that is not pertinent to this claim. (B)(4).